Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to confirm or reproduce the reported "device shut off twice without user input". However, evaluation confirmed multiple "system error 224" messages in the history log. Following a system error 224 it is necessary to turn off the device to clear the error message. Evaluation determined the cause was a software issue that affects wireless sigma spectrum infusion pumps with os v(s) 6.01.00-6.05.08). There is no corrective action required in relation to the reported symptom.

Event description:
It was reported that a spectrum pump powered off without user input during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.